Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative surgery, while the surgeon was using the trepan the air hose bursts. The surgeon has suffered an acute hearing defect. The air hose was maintained regularly. Last time 1 year ago.